Event description:
The pt stated that the insulin on board (iob) amount is incorrect on the pump. He noticed that there was 5.0 units of iob at 8:55 pm and states his last bolus dose was taken at 2:52 pm and his iob duration was set to 3.5 hours. The date and time were correct on the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.